Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention procedure. Reportedly, an anterior cuff miss occurred. When the plunger pulled back no sutures were attached. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was stated as moderate. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned with the device. Without the return of these components, the scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. Contributing factors for reported cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified twice during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device might have been twisted and/or rotated during needle deployment. Also, it could not be definitively concluded that the needles were deployed when the device was not at approximately 45-degree angle which could have contributed to the reported cuff miss. Based on the reported information, our manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.